Event description:
During installation of the pump system, the roller pump displayed a "stopped: motor error" message and stopped. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.